Event description:
New information notes that the right ventricular (rv) lead had insulation damage and was capped and explanted on (B)(6) 2025. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.